Event description:
It was reported that this right atrial (ra) lead exhibited increased pacing threshold to 2.0 volts at 0.4 milli seconds. X ray showed that a slight changes in the lead position and which concluded for a microdislodgement. This ra lead was surgically explanted and replaced with the same model. No additional adverse patient effects were reported.